Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. Attachment medwatch report #mw5155805.

Event description:
User facility medwatch report (# mw5155805) received, stating: perclose induced small dissection repaired with peripheral balloon. Location in rfa.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Although it is unknown if the device was a proglide or prostyle, the prostyle IFU will be used. The patient effect of vascular dissection is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.